Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es row board on main drawer was off the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a broken capsule had leaked liquid onto the full-height row board, causing damage. A field service engineer arrived onsite and confirmed the failure icon was present while the station was running. The engineer rebooted the station, attempted recovery, and reseated connectors, but the issue persisted. Testing in the hardware test application confirmed the drawer would not release. The engineer found a broken capsule with liquid spilled on the full-height row board and replaced the full-height drawer. The customer signed in and inventoried medications, and the station was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es row board on main drawer was off the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.